Manufacturer narrative:
This event was reported by the distributor. The surgeon is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a solyx blue sis system device was used during a procedure performed on (B)(6) 2021 to treat urinary incontinence. During the procedure, the shaft tip detached from the delivery device when attaching the mesh to the shaft tip. The event occurred outside the patient and there were no patient complications after the procedure. The procedure was completed with another solyx blue sis system.